Event description:
The hospital reported that during a coronary artery bypass procedure using the acrobat-I stabilizer, the arm was sticking when it was locked down onto the rail. The same device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is known. (B)(4).